Event description:
A customer reported that they "could not download glucose level reports from the 2 phones don¿t link to the same account" using freestyle libreview. As a result, unspecified assistance was required from a healthcare professional. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that data from the freestyle librelink app was not uploaded to libreview. Based on provided information the user had installed the freestyle librelink app on multiple devices with separate accounts. If multiple devices are used, only the device where freestyle librelink was most recently installed will be able to transfer data to libreview. The librelinkup app can be used to monitor glucose data received from freestyle librelink, indicating that the data between the two separate accounts cannot be shared. Adc product quality engineering (pqe) did not determine that the apps were not functioning as intended. Therefore the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they "could not download glucose level reports from the 2 phones don't link to the same account" using freestyle libreview. As a result, unspecified assistance was required from a healthcare professional. No additional details were provided. There was no report of death or permanent injury associated with this event.